Event description:
Per pt report, two of his hm batteries were in a backpack that may have been exposed to some amount of water. Post water exposure, one of the batteries was not fully charging and would also have an error message when he placed the battery in the charger. Error message b0010 per pt. Pt's remaining 6 batteries are all working well as is his battery charger. Pt has not used these two damaged batteries since the discovery of potential water exposure. Slight irregularity noted to gold plating on two bars to the far right of one of the batteries upon inspection of battery sn: (B)(4) which also did not charge correctly overnight on vad team charger batteries placed on clinic charger without alarm or error message. Batteries taken out of operation and will be sent to abbott for eval and possible warranty replacement a. (B)(4).